Manufacturer narrative:
This report is being filed to provide additional information and corrected information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic leukocytapheresis with a frequency of 5.7%. A physician with the clinical trial evaluated the adverse event for causality. The physician determined that the adverse event was not related to the treatment of the patients underlying disease. Additionally, it was determined that the spectra optia device did not contribute to the adverse event. Based on the physician's assessment, the adverse events were possibly related to the patient's underlying disease state and the events were probably related to the patient undergoing the apheresis procedure. According to the article leukocyte depletion by therapeutic leukocytapheresis in patients with leukemia, wbcd procedures are used to symptomatically treat patients with high wbc counts that are the result of an underlying diseases, such as leukemia. The diagnosis for the patient in this record is unknown. However, the article serves as a reference for adverse events that can occur and should be monitored for during a therapeutic leukocytapheresis procedure. Examples of contraindications from wbcd procedures listed from the article include thrombocytopenia. Additionally, the article states that patients should be asked about parasthesia due to hypocalcemia and recommends they receive calcium supplements. Also, calcium and potassium levels should be monitored and corrected by intravenous infusion, if necessary. Root cause: based on the physicians's review, the root cause for the thrombocytopenia that required platelet transfusion was due to the patient disease state. Possible causes include but are not limited to the patient's disease state and/or the nature of wbcd procedures. Citation: hölig, k., & moog, r. (2012). Leukocyte depletion by therapeutic leukocytapheresisin patients with leukemia. Transfusion medicine and hemotherapy, 39(4), 241-245.doi:10.1159/000341805

Manufacturer narrative:
This report is being filed to provide additional information. Updated root cause: based on the physicians's review, the root cause for the thrombocytopenia that required platelet transfusion was due to the patient disease state. Per risk assessment, literature review, clinical findings, physician review, and dlog analysis, the root cause for the hypocalcemia inconclusive. Possible causes include but are not limited to the patient's disease state and/or the nature of wbcd procedures.

Event description:
The customer reported a patient was undergoing a white blood cell depletion (wbcd)procedure. Approximately 2 hours post procedure, the patient developed hypocalcemia and experienced thrombocytopenia. Per physician's order, a platelet transfusion was given to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported a patient was undergoing a white blood cell depletion (wbcd)procedure. Approximately 2 hours post procedure, the patient experienced thrombocytopenia. Per physician's order, a platelet transfusion was given to the patient. Patient's age, gender and weight are not available at this time. Patient outcome is not available at this time. The wbcd set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf confirmed that the spectra optia device operated as intended and no system or device malfunction was identified that may have contributed to the reported event. Investigation is in process. A follow-up report will be provided.

Event description:
Due to EU personal data protection laws, the patient's age and outcome are not available from the customer. Patient's gender and weight were obtained from the run data file (rdf).